Event description:
The patient reported that she was experiencing high blood glucose values (580 mg/dl). Her normal range is 100-150 mg/dl. She reported feeling nausea, and exhaustion. She stated she changed her insulin cartridge, piston rod, adapter and infusion set the day prior to calling. She reported that she bolused 10 units of insulin at that time. The patient stated that at the time of her call her blood glucose level is 170 mg/dl. The patient did not report requiring medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.